Event description:
On june 17th 1999,a nellcor puritan bennett failure investigation technician verified a malfunction of a n-100 patient module cable that meets the cirteria for a malfunction category MDR.